Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was bent event on 01-oct-2024. Blood glucose level reported during the event was high and patient took insulin injection via syringe to address the event. No further information available.